Manufacturer narrative:
The reported field event of high voltage output for svt and charge time out was confirmed. Sensing, high voltage output, and charge time were tested on the bench and were normal. A review of the egms stored in the device image showed that the shocks were a result of programmed settings and the charge time out was due to the large number of consecutive charging events. No anomalies were observed.

Event description:
It was reported that the patient presented in hospital after receiving inappropriate shocks from the implantable cardioverter defibrillator. The device was explanted and replaced by a competitor device following an unrelated complaint. No further information was available.